Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on needle surface with a bd blunt fill needle with filter. The following information was provided by the initial reporter: some foreign matter/dust/mold was found on the needle surface during preparation.

Event description:
It was reported that there was foreign matter on needle surface with a bd blunt fill needle with filter. The following information was provided by the initial reporter: some foreign matter/dust/mold was found on the needle surface during preparation.

Manufacturer narrative:
Investigation: five (5) photos were provided by the customer for investigation. Three (3) of the photos show unshielded needles with one (1) other photo showing an open box which has a vial and shielded needle in the box. There is a note written on the inside of the top which states ¿foreign matter was found on the surface of the needle.¿ the fifth (5th) photo shows a closed box providing labeling information. Two (2) of the photos of the needles appear to show that the epoxy is further up on the needle than usual. The third (3rd) of the needle photos shows a needle with no evident foreign matter on it. Failure mode is verified. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.